Event description:
The doctor claims that the graft was implanted as an aortic arch replacement for a thoracic aortic aneurysm procedure. When the distal side of the graft was cut, it became frayed. Drainage was needed for two weeks after the procedure. The graft was left in. The pt is doing well. Drainage for throacic surgery is a normal part of the procedure, but reported, in this case, due to extended period of drainage. The suture needle used was not a cutting needle. No leakage of blood from the graft was reported. The graft was cut/trimmed with scissors, rather than a low temperature cautery knife, as recommended in the instructions for use.